Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb and proper device operation was subsequently observed through functional and performance testing. The device was then returned back to the customer for use. Based on the available information, physio-control determined that the likely cause of the reported issue was electrically shorted legs 5 to 9 on diode, designator cr30, on the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.